Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level that ranged from 396-397 mg/dl. The customer administered a manual insulin injection to address the bg level. During a system check on the pump, technical support confirmed that the customer disconnects from the pump at the leur lock instead of the infusion set site. Technical support educated customer on how to properly disconnect at the site. Additionally, air bubbles were observed within the tubing. The customer primed the infusion set tubing to resolve the issue. Recommendation was made to consult with healthcare provider regarding diabetes management.